Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site for instrument evaluation. After instrument evaluation, the cse determined that the instrument generated level sense errors during the time of the event. The cse checked the reagent 1 and reagent 2 probe alignments and the sample ultrasonics. The cse tested the level sense and determined that the photometer readings were within specification. The cause of the discordant calcium and glucose results is unknown. The cse removed fibrins from the patient sample and retested the sample. The patient results obtained by the cse matched the repeat results obtained by the customer. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant, falsely elevated calcium (ca) and glucose (gluc) results were obtained on one patient sample on a dimension xpand plus without hm instrument. The discordant results were reported to the physician(s). The sample was repeated two times on the same instrument. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ca and gluc results.